Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: the reported "line in display" complaint was not duplicated during investigation. The display screen was found to be fully functional with no lines missing. Unrelated to the complaint, the display was found to be dim, faded and pink. Also unrelated to the complaint, the audio bolus button (abb) cover was observed to be damaged and punctured; however, the abb was found to be responsive to button presses. The battery compartment was also cracked below the bumper at the case seal. The keypad was also peeling up at base; however, all buttons were responsive during investigation. Moisture contamination was also found under the ok contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).